Event description:
Myself and 11 other staff members conducted a self administered saliva covid test on (B)(6) 2021 at my employers office where we were told to spit into a tube testing kit. The lab then picked up the tests on (B)(6). We were sent the results on (B)(6) and my test and 9 others came back positive for covid-19. I then went to my local county's testing site and was given a nasal covid test which came back negative. I conducted another covid test on (B)(6) and also tested negative. The others that had tested positive on (B)(6) also got re-tested on (B)(6) and came back negative as well. I do not believe this company's tests are accurate.